Manufacturer narrative:
Spacelabs was notified about the event on august 30, 2017. Due to this delay, the retrospective patient data and alarm history were no longer available to investigate. Onsite testing by a spacelabs field service engineer for the involved devices confirms that all of the involved devices perform to specification. Spacelabs is continuing to seek additional information to further investigate and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2017 a patient monitored by an xprezzon hardwired monitor experienced an episode of ventricular tachycardia but no alarm occurred at the central monitor. No injury was reported as a result of this event.

Manufacturer narrative:
Spacelabs requested ECG waveform recordings from the customer so that further investigation could be conducted, and the customer has advised that no more information is available. Due to lack of historical data, no conclusions can be reached regarding this event. No recurrence of the issue has been reported and the devices remain in use. This report is complete, and this particular issue is considered closed.